Event description:
It was reported that during a laparoscopic cholecystectomy procedure, an air leak sound (a boo sound) was heard from the device just after the device was inserted into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. No incident related to the reported event was observed during the batch record review. Device b additional information: batch # (B)(4), expiration date: 12/2015, manufacturing date: 01/2011.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.